Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Performed manual sound test "try it" feature: passed. Receiver functional tester: passed all relevant testing. Open receiver case for internal visual inspection: passed. Perform global receiver communication tool sound intermittent test: passed. The receiver download did not show any data. Measure the speaker resistance. Speaker resistance within specification, 7.27 ohms. The customer's complaint was not confirmed because there is no indication of intermittent audio output detected. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.